Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (aerococcue urinae) was misidentified as pediococcus pentosaceus. Repeat testing was performed with a reference laboratory to confirm the result.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 10-jan-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for misidentification of aerococcus urinae as pediococcus pentosaceus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4192338. The customer returned panels, an isolate, binary files and phoenix generated lab reports for the investigation. Review of the lab reports show phoenix identifications of pediococcus pentosaceus when using the complaint batch. The customer returned isolates were verified on a bruker maldi biotyper and labeled as upmc-35. To investigate, three customer returned panels from the complaint batch and two control panels from the same material but different batch number were tested using customer returned isolate aerococcus urinae upmc-35 on a phoenix m50 machine and evaluated for identification results. All panels tested identified the isolates as aerococcus urinae, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (aerococcue urinae) was misidentified as pediococcus pentosaceus. Repeat testing was performed with a reference laboratory to confirm the result.